Manufacturer narrative:
Information contained in this report was previously submitted through psr on 17/jul/2014. The events of pruritus and death are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Cause of death is unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient indicated had "stated that her breasts were itching." Patient's husband additionally reported the patient passed away. This record is for the left side. Device remains implanted.